Event description:
A 75 year old male was treated with 1 unit of apligraf for a chronic non-healing venous ulcer (>6 months) on september 22, 1999. The unit was from apligraf lot gs9908.24.03.2a. Upon receipt of apligraf, polybag integrity and ph were examined and assessed as within specification. Five days post treatment, at the initial follow up visit, the physician observed that the apligraf unit had turned black, and the wound was inflammed and had deteriorated. The treating physician described the state of apligraf upon 5 day post application observation as "eschar". The physician reported the wound was not infected, the pt was afebrile and the wbc count was not elevated. No cultures were performed. The apligraf unit was adherent to the wound, and was debrided. The pt was treated with moist occlusive dressings and compression therapy was restarted. Pt was not hospitalized and did very well. The physician assessed this event as related to treatment with apligraf.